Manufacturer narrative:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, there was a lot of bleed back from the carto vizigo¿ 8.5f bi-directional guiding sheath - large and when trying to pull the dilator, the hub came with it. The sheath was replaced, and the issue resolved. The was continued without further issues. Since there¿s no indication that patient¿s hemodynamics was compromised nor that additional intervention was required to stop the bleeding, this event won¿t be considered a serious adverse event. This level of bleeding does not constitute an MDR-reportable issue. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the brim cap. It was determined that the issue observed could be related to the brim cap detached. These findings were reviewed and determine they continue to be deemed MDR reportable malfunctions. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001085 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the excessive force applied since glue residues were observed around the brim cap. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, there was a lot of bleed back from the carto vizigo¿ 8.5f bi-directional guiding sheath - large and when trying to pull the dilator, the hub came with it. The sheath was replaced, and the issue resolved. The was continued without further issues. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there¿s no indication that patient¿s hemodynamics was compromised nor that additional intervention was required to stop the bleeding, this event won¿t be considered a serious adverse event. This level of bleeding does not constitute an MDR-reportable issue. However, the hemostatic valve separation and hub detachment are MDR-reportable events.